Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04250. It was reported that the patient presented to the emergency room with complaints of chest pain. During interrogation the patient experienced low flow hazards, low speed advisories, driveline fault advisories, change backup battery advisories, and transient high powers. The patient insisted that the emergency room nurse change out their controller without consulting the ventricular assist device (vad) coordinator. The patient's driveline appeared to be compromised with tape wrapped around the driveline at the connector to the controller. Review of submitted log files showed 144 low speed advisories. Speeds as low as 2810 rpm were seen. Driveline faults were also noted in the log. The issue seemed to only be occurring while the patient was connected to the power module, and was possibly related to an issue with the percutaneous lead. A percutaneous repair was performed on (B)(6) 2021. Two areas of rescue tape were noted on the driveline. The driveline was swapped with no issues. The patient's log files following the repair showed a driveline fault at 9:17 on (B)(6) 2021, pump off event at 9:22 on (B)(6) 2021, driveline disconnect at 9:22 on (B)(6) 2021, and a low flow event at 9:22 on (B)(6) 2021. Another driveline fault was seen to have occurred at 9:30 on (B)(6) 2021. The driveline repair performed that day had began at 10 am. On (B)(6) 2021 there was a low flow event at 1600 and pump off event at 1600. The patient stated that they did not hear any alarms on either (B)(6) 2021. The patient was then switched to an ungrounded cable. The continuation of alarms indicated that the driveline damage was most likely internal.

Manufacturer narrative:
Correction: g3 of the previous report was incorrectly entered. The correct date should have been (B)(6) 2021. Manufacturer's investigation conclusion: the reported event of the alarms not being heard was unable to be confirmed. The system controller was not returned for analysis; however, log files were submitted for review with overlapping events spanning approximately 9 days ((B)(6) 2001, (B)(6) 2001, (B)(6) 2001 ¿ (B)(6) 2001, per time stamp). Events occurring on (B)(6) 2001 took place when the clock was not set, and the exact date and time of these events could not be determined. Events occurring on (B)(6) 2001 took place before the driveline was connected to the system. On (B)(6) 2001 at 07:14:07, low speed and pump stop events began and continued intermittently until (B)(6) 2001 at 16:00:57. During this period of low speed and pump stop events, low flow and driveline faults were active. These events are consistent with a short to shield in the driveline. The log file showed the active alarms; however, the driveline alarm silence was active during the low speed and pump stop events on (B)(6) 2001. There were no other notable alarms active in the log file. Multiple good faith efforts were sent to retrieve additional information regarding what the serial number of the system controller that the patient did not hear the alarms was and if it would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii instructions for use section 2 entitled ¿how your heart pump works¿ states to perform a daily self test to check the audible and visual alarm indicators on the user interface of the system controller. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii instructions for use section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.